Event description:
Reporting status: serious injury / permanent damage. Reporting rationale: stent dislodgement; device remains in pt. Device issue: difficult to remove; stent dislodgement; it was reported that the lesion was pre-dilated, but the rx mini vision could not cross the lesion. The stent became caught on the distal end of the guiding catheter and dislodged in the coronary. There was no attempt to remove the dislodgement stent and it remains in the proximal portion of the circumflex artery that was by-passed with a vein graft. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Due to the acute angle into the guiding catheter from the circumflex, the stent became hung on the mouth of the guiding catheter and caused the stent dislodgement. Without the device to examine no determination can be made as to the root cause of the reported dislodgement. The reported difficulties experienced during the procedure appear to be related to the operational context of the device. Surgery, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.